Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the stent delivery sys was backloaded onto the guidewire, the inner catheter pullwire buckled out of the guidewire exit port. The procedure was completed with another rapid exchange biliary stent system. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) - (pullwire exited sideport). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).